Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch screen was tracking very poorly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the issue was inhibiting functionality. The fsr recalibrated the screen, but this did not resolve the issue. The ccm was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) evaluated the ccm using a lab use only (luo) testing simulator. The screen had several cuts and scratches causing the touch panel not to be accurate in its response. The unit did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.